Event description:
Roux -en-y surgery with multiple staples. I have complained of stomach problems, not feeling well, joint and muscle pain. Found out that I am allergic to metal in 2016 after breaking my arm and having screws applied that my body rejected the metal and it was later removed. I have been unable to get a doctor to address the staples in my stomach. FDA safety report ID# (B)(4).